Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that foreign matter was found floating in the bd phaseal¿ injector luer lock n35j abraxane infusion bag during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "abraxane: floating matter was found in the infusion bag."

Manufacturer narrative:
H.6. Investigation: no injector samples were provided in relation to this incident. One connector attached to infusion bag was provided to our quality team for investigation. The product was visually inspected, no damage or defect was observed on the spike or membrane from the connector or membrane of the rubber stopper, and no foreign particles were observed inside the infusion bag. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found floating in the bd phaseal¿ injector luer lock n35j abraxane infusion bag during use. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "abraxane: floating matter was found in the infusion bag."